Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the cutter would not cauterize. There was no power at all to the cautery device. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.